Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Following a defragmentation of the c and d drives on the viewing station of the imaging system, the representative could not replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the imaging system was unable to perform image acquisitions. It was noted that footpedal and standard pendant could not perform the acquisitions when attempting a 2d image acquisition. After restarting the imaging system, the system was unresponsive. The site opened the gantry and completed the procedure with a c-arm. In the hallway, the imaging system was reported to have beeped. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.